Event description:
Reference number: (B)(4). Event occurred in finland. It was reported that the infusion set tubing had come apart from a point close to the site location and had been leaking at the site event on 27-feb-2026. The infusion set had been in use for less than three days, and the site location was the thigh. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.